Event description:
It was reported, that a patient presented with their right ventricular (rv) lead dislodged, due to twiddler's syndrome. The physician elected to explant and replace the rv lead. There were no patient consequences before, during, and after the procedure.